Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking molded bifurcation is confirmed, but the root cause could not be determined. One 5 fr d/l groshong catheter was returned for evaluation. An initial visual observation of the returned groshong catheter showed use residues throughout the device. A split was observed on the left side of the suture wings at the left-wing intersection with the bifurcation. A microscopic observation revealed sharp fracture edges along the split in the molded suture wings. The fracture surface appeared uneven and granular. No distinguishing features were observed along the split which could identify a root cause for this failure. Possible causes of failure may include contact of the device with a sharp instrument or other unknown environmental or clinical conditions affecting the state of the material. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer that during routine saline flush, the statlock portion became wet, confirming leakage from the catheter. There was no reported patient injury. Placement for approximately 6 months. Leakage from the catheter.